Event description:
Customer reported difficulty using the apl valve. Mechanical ventilation mode was used to maintain ventilation of the patient. There was no reported patient injury.

Manufacturer narrative:
Narrative: the ge healthcare service representative performed a checkout of the equipment. The equipment was checked, and the reported complaint was confirmed. Further inspection of the unit revealed that part of the molding on the underside of the top panel assembly that holds the bag to vent switch rocker shaft to move out of its position and affect the function of the apl valve, the top panel assembly was replaced and returned to the manufacturing site for investigation. Once received, the part was inspected, however, the exact root cause for the part breakage could not be determined.